Manufacturer narrative:
The hill rom tech found the brakes not locking when the pedal was engaged. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no pt / user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).